Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was found disassembled and missing bearings during cleaning. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned item found it to exhibit sign of repeated use (nicked or gouged) and has one of the bearing components disassembled / missing. The missing component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.